Event description:
It was reported that the ilet pump¿s touchscreen was partially unresponsive, with the top half not registering touch, and the user shared a photo showing a crack on the top portion of the screen; basic cleaning and restart steps were completed, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included a temporary interruption to normal device use without alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed physical damage to the display that correlated with the reported nonresponsiveness of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to screen malfunction.

Manufacturer narrative:
Investigation description: display damage due to impact.